Event description:
It was reported that "part of the converter noticed inside abdomen during surgery and was retrieved by surgeon".

Manufacturer narrative:
As soon as the engineer can evaluate the device and write his report, I will file a supplemental report.